Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt was at home and getting red heart alarm every three minutes. The pump would also get louder just before it alarmed. Earlier in the week the system controller was changed out for similar reasons. The pt lives 100 miles from the center, and an ambulance was sent for pt. The pertusionist stated that the pump had slopped end route, and hand-pumping was started. The pt ended up being air-lifted to the hosp. The hosp had a pneumatic driver and a stroke volume limiter (svl) ready for the pt. Waveforms and vent filter were taken and sent to the MFR for analysis. The waveforms showed unremarkable, and the vent filter analysis is pending. Pt remains on lvad support while awaiting a heart transplant.